Event description:
A caller reported a malfunction in the tandem pump, identified by malfunction code 16-0x20e6. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.